Manufacturer narrative:
A returned device was not received for complaint investigation. Without the return device, the probable cause for the customer's reported issue could not be established. The device history record (DHR) and the relevant commodities were reviewed. No nonconformities were identified that may have contributed to the reported complaint.

Event description:
The complaint involved a 30 cm (12") add-on set w/4 check valves, vented cap. It was reported that, at 16h30, cytarabine was plugged into a lower line of the chemotherapy tree. Very shortly after the start of chemotherapy infusion (2-3 minutes), the branch became disengaged below the screw thread. As a result, the chemotherapy spilled onto the floor (free flow spillage). The infusion was stopped immediately, the patient's venous line was replaced, and another product was reprepared by the upcp. An executive at the facility was informed of the incident. The infusion pump was not in clinical use at the time of the event. Reported immediate consequences are as follows: a delay in administering/completing the patient's treatment/care, exposure of the caregiver to the cytotoxic product, disruption in the organization of care. The patient's treatment delay was specifically for 1h30 between the 1st connection and the connection of the remanufactured bag. The patient's therapy was completed with the new preparation. There was no blood loss considered clinically significant. There was no specific intervention required because the nurse was wearing his personal protective equipment. The leak did not come into contact with the patient and the spill was cleaned up using a specific kit according to facility protocol. Afterwards the patient was more anxious during following administrations. The patient received the full intended dose. The complainant reported that nobody has been hurt as a result of the complaint/event. This is the second of two reports.